Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated. A message was displayed that the device was in hardware back-up or was having telemetry errors. Magnet and non-magnet strips showed a rate of 70 ppm, but the rate appeared to be intrinsic. No pacing was seen on the strips.